Event description:
It was reported that an ozark screwdriver was broken intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Manufacturer narrative:
Visual inspection was performed and it was found that the star tip of the driver was deformed and fractured. The deformation observed is rotational and indicates that there was excessive torque applied to the driver during screw insertion. The deformation resulted in the fractures occurring in the inner indents of the star pattern that engages with the screw head. Complaint history records were reviewed for this lot, one similar complaint was identified. The ozark view and guide surgical technique was reviewed and the following relevant information was identified: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12 in-lbs torque limiting handle. Due to the degree of deformation observed and location of fracture, the root cause was determined to be excessive torque applied during screw insertion. It was not reported if the 12 in-lb torque limiting handle was used or not. Torque limiting handle is designed to protect the driver, not using it can result in fracture observed. Additionally, it was reported that a similar event occurred with the same device cat# during the same procedure. The failure mode, although similar, was different as the threaded retention tip fractured. The combination of 2 driver fracturing during the same procedure with different components fracturing, indicates that the most likely potential cause was excessive torque and/or lack of use of torque limiting handle.

Event description:
It was reported that 2 ozark screwdrivers broke at the tip intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully. This report captures the first of the two screwdrivers.